Event description:
The pt experienced an arrhythmia and received two shocks from the ICD while en route to his doctor for a follow-up. A ventricular tachycardia was in progress when he arrived at the docotr's office. Communication with the ICD could not be established. The ICD was subsequently explanted. During implantation of a new ICD, the physician observed varying high voltage impedances with the cpi lead. Problems with the lead may have caused or contributed to the communication difficulties with the subject ICD.

Manufacturer narrative:
H.3 eval summary. The lack of communication of the device was confirmed and found to be caused by a depleted battery. The cause of the depleted battery is believed to be caused by damage in the high voltage section of the hybrid assembly. The damage observed is typical of a device delivering into a low impedance load. It was not determined where the low impedance originated.